Manufacturer narrative:
Section d1, d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of (B)(6) could not confirm the report of suspected pump thrombosis. Additionally, a direct correlation between the heartmate ii lvas and the reported elevated ldh, shortness of breath, and abdominal pain could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing, and the distal portion was not returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned for evaluation. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Although dried blood was present on the proximal end of one of the rotor blades, the body of the rotor revealed no adhered deposition or thrombus formations. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. It was reported that the patient is stable in the hospital and on dobutamine as of (B)(6)2019. The patient remains ongoing on (B)(6). Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for elevated lactate dehydrogenase(ldh) and complains of shortness of breath and abdominal pain. It was determined that the patient had a pump thrombus. Patient was treated with heparin and underwent a pump exchange on (B)(6) 2019. As of (B)(6) 2019, the patient is stable in hospital on dobutamine. No further information was provided.